Event description:
During the procedure the shaft of this device broke apart two inches above the hub. Reportedly, as the physician attempted to torque the device a kink was detected. In an attempt to relieve the kink he torqued in the opposite direction and the device broke. The patient is reported as fine. The device is not being returned for analysis.